Event description:
This case occurred in the united states. According to the information received on 19-oct-2021, a patient was injected on (B)(6) 2021 with three teosyal products: rha 2 in the lips, rha 4 supraperiostally in the cheeks, and rha 3 in the marionettes lines, oral commissures and the nasolabial folds. About (B)(6) 2021, the patient underwent a dental procedure involving crowns and a root canal and experienced an oral infection, which was confirmed by dental radiology. Following this dental procedure, the patient complained about panfacial swelling and firmness in all areas of injection with the rha products. As corrective treatments, the patient received two rounds of oral steroids and antibiotics. It was reported that the firmness increased after completing the two rounds of steroids. The outcome of the events were still unknown at the time of filling this report. Final : despite several attempts, no further information could be obtained regarding the resolution of the reported events. Therefore, the case will be closed as is.

Event description:
This case occurred in the united states. According to the information received on 19-oct-2021, a patient was injected on (B)(6) 2021 with three teosyal products : rha 2 in the lips, rha 4 supraperiostally in the cheeks, and rha 3 in the marionettes lines, oral commissures and the nasolabial folds. About (B)(6) 2021, the patient underwent a dental procedure involving crowns and a root canal and experienced an oral infection, which was confirmed by dental radiology. Following this dental procedure, the patient complained about panfacial swelling and firmess in all areas of injection with the rha products. As corrective treatments, the patient received two rounds of oral steroids and antibiotics. It was reported that the firmness increased after completing the two rounds of steroids. The outcome of the events were still unknown at the time of filling this report.